Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid(tm) rx basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the basket failed to open inside the common bile duct. Several attempts to open the basket were made by moving the basket, but failed. The basket was removed from the patient and when opening the basket, the basket tip detached. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the returned device found the basket wires partially extended. The tip was detached and not returned. The side car-rx presented pushback within specification and the coil/sheath was buckled. The thumb ring was detached from the handle body and the body presented whitish stress fractures caused by the thumb ring forcibly removed. An examination of the thumb ring and handle assembly energy directors found evidence of proper ultrasonic welding during assembly process. A functional evaluation was performed by easily extending and retracting the basket. Moreover, the basket wires were un-deformed. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the tip failed to detach. Per the event information, the most probable root cause for this complaint is "operational context." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the basket failed to open inside the common bile duct. Several attempts to open the basket were made by moving the basket, but failed. The basket was removed from the patient and when opening the basket, the basket tip detached. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.